Event description:
Atty reported: the pt suffered injury and damage associated with her use of defective prod, a bard composix kugel hernia patch and bard composix mesh. As a result of having the patch implanted in her, pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available. Info related to the composix kugel mesh included in the event description will be reported.